Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right atrial (ra) lead. The ra pace impedances were greater than 2500 ohms and have been chronically high since before (B)(6) 2018. At this time, the system remains in service. No adverse patient effects were reported.